Event description:
The user stated one time over the past 2-3 months they experienced the following "during patient use, the ventilator''s graphic user interface (gui) touchscreen was responsive, and the user could see waveforms and monitored values on the ventilator gui touchscreen then the spo2 monitor attached to the patient would begin to drop in value and give alarms. But when the users checked the ventilator, they could see there was no flow coming from the inspiratory port. They checked this by removing the ventilator breathing circuit and placing their hand on the inspiratory port and they wouldn''t be able to feel any flow. There were no ventilator alarms. The end user would power cycle the ventilator and it would then ventilate the patient without any further issues.¿ there was no reported harm or injury to the patient, and no patient demographics will be shared. The user could not remember the date, time, or the patient this incident occurred on. A review of the ventilator data from the breath & debug logs, nihon kohden orangemed (nkom) could not correlate the investigation findings to the reported issue as stated by the user. The breath logs showed that the ventilator was used on patients and the ventilator worked properly during patient use. After multiple communication attempts, the user could not provide any further information.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.